Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the stapler fired, but the staple did not form. Per the surgeon, the device was not faulted due to too think and calcified tissue. They used an endo loop to ligate the tissue. Operative time was delayed more than 30 minutes. Tissue damage occurred. No significant bleeding was reported.